Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1907501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, some part of the sealant of the 5f mynxgrip vascular closure device was pulled out with the device and there was a small swelling after the procedure. There were no reported patient injuries. Manual compression was performed for less than ten minutes. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedure sheath, advancer tube and sealant were not returned with the device. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment partial¿ was not confirmed through analysis of the returned device since the device was received without the sealant/advancer tube. The exact root cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and the analysis of the returned device, it is not possible to determine what factors may have contributed to the issues experienced since a complete investigation could not be completed and there were damaged noted to the device. However, procedural/handling factors (such as excessive force) is a possible contributing factor to the misdeployment. Access site swelling is characterized as an abnormal raise at/near the access site as a result of fluid accumulation. This is a common post-procedural complication associated with any puncture site, and are frequently related to stick technique, and/or procedural/handling factors of the device used during the procedure. This complaint also could not be confirmed and no determination on contributing factors could be made. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body. The IFU also states, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1907501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, some part of the sealant of the mynx grip vascular closure device 5f was pulled out with the device and there was a small swelling after the procedure. There were no reported patient injuries. Manual compression was performed for less than ten minutes. The device will be returned for analysis. Additional procedural details were requested but are unknown.